Manufacturer narrative:
Lead model 3093-33 lot#v523343 implanted: (B)(6) 2010 explanted: (B)(6) 2011 programmer model 3037 serial #(B)(4).

Event description:
It was reported that the patient's dual neurostimulator systems were explanted and replaced with a single system due to continued retention and poor sensory responses. Multiple reprogrammings had been attempted from (B)(6) 2011 and had resulted in poor or inappropriate sensory responses.